Event description:
It was reported that an ilet exhibited rapid battery depletion, including overnight loss from full charge to near empty and unexpected shutdown during daytime use, consistent with a device power/battery malfunction of the pump assembly. Symptoms included hyperglycemia. Outcomes included temporary risk to health requiring user-administered subcutaneous insulin as back-up therapy. Investigation included review of uploaded device diagnostics and daily reports, multiple remote data synchronizations, and coordination with engineering to obtain logs, followed by shipment of a replacement unit and efforts to recover the original device for analysis. Investigation of this case revealed insufficient accessible engineering logs to verify shutdown events, and the device was not returned for evaluation, so no device-specific root cause was identified beyond suspected battery or power management failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device and limited log data.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.